Manufacturer narrative:
The pump was received with a detached end cap, a minor scratched display window, cracked battery tube threads, a cracked reservoir tube lip. There was a compromised force sensor system alarm during the prime/compromised force sensor system test due to the detached end cap. (B)(4).

Event description:
The customer's parent reported via phone call that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 303 mg/dl at the time of the incident. Customer treated with a back-up plan. Caller stated that the drive support cap appears normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Caller was advised that the pump will need to be replaced. Caller was also advised to discontinue use of the pump and revert to a back-up plan.